Manufacturer narrative:
(B)(4). Article citation: 'predictors for prolonged drainage following tissue expander¿based breast reconstruction' kyeong-tae lee, m.d.; seung heon hong, m.d.; byung-joon jeon, m.d., ph.d.; jai kyong pyon, m.d., ph.d.; goo-hyun mun, m.d., ph.d.; sa ik bang, m.d., ph.d.; american society of plastic surgeons, doi: 10.1097/prs.0000000000005697. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: seroma, hematoma, necrosis, delayed healing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Article reports "there were 187 patients with biocell textured expanders. 3 of the patients experienced a seroma, 2 experienced a hematoma, 11 had flap necrosis, and 5 had delayed wound healing." The devices were explanted and replaced once expansion completed. The side is unknown.